Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-11511. The pt has three leads (two are the same model / lot). It was reported the pt has never received effective pain relief. Reprogramming did not provide resolution. In turn, the pt stopped using the scs system three months after being implanted. As a result, the pt plans to undergo surgical intervention.